Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the discrepancy was by more than 20 points. No additional patient or event information was available. A root cause could not be determined. Customer declined troubleshooting with tandem technical support, and stated the reported issue was not occurring at the time of the report.